Manufacturer narrative:
H4: the lot was manufactured between december 18, 2023 and december 20, 2023. H11: the device was received for evaluation with fluid in the bladder of the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was not completely empty during patient use. The patient returned to the facility a day later and the pump was still not empty. The device was filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10 date: the event occurred between august 25, 2024 - august 26, 2024. Should additional relevant information become available, a supplemental report will be submitted.